Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert indicating excessive radio frequency telemetry had been detected was received and radiofrequency telemetry was disabled. The alert was cleared and radiofrequency was re-enabled. The patient was to continue with normal follow up.